Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection between the gpos (general purpose operating system) cpu assembly and the fiber channel adapter pcb for the cine hard disk drive was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.